Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, opening, flat creases and brown and yellow particles on the device outer surface. Leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified delamination and also identified a sharp edge opening, assessed as an unidentified tear opening. No shell thickness was measured due to the opening is under a suture tab . Based on the device analysis the final assessment is: - delamination of the suture tab assessed as adhesive failure. - a sharp opening on posterior (suture tab ) due to an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with breast implant surgery include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation ¿ tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a left side deflation of a tissue expander and that the "medial tabs were torn". Device was implanted for more than 6 months. Device has been explanted and replaced with breast implants.